Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05255. The patient received her scs system on (B)(6) 2011 with one octrode lead and two wide-spaced quattrode leads (from the same lot). An x-ray revealed that one of the leads had migrated. A sjm representative checked impedances and stated that all were low. The sjm representative reprogrammed the patient and she was able to receive full coverage.